Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a non-OEM supercap and a cracked top case and plunger case. Review of the event history log (ehl) showed ? Motor not running? And ? Check syringe plunger sensor.? During functional testing, an occlusion test was performed and the syringe sensor was checked. The reported issue was duplicated due to the stepper motor not operating as intended as a result of customer use. The plunger holders resting on the flange holder when fully retracted were causing the "check syringe plunger sensor" alarm to trigger. The stepper motor, worm coupling and gear were replaced. A preventative maintenance was performed. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date., corrected data: h6: health effects - clinical signs and symptoms or conditions.

Event description:
It was reported that the pump's motor is not running. Bad position sensor. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.